Event description:
Healthcare professional reported right side "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b3, b5, d6b, h6.

Event description:
Healthcare professional reported right side "rupture". Healthcare professional later reported "capsular contracture baker grade IV". Patient undergone capsulectomy. Device has been explanted, replaced, and discarded.